Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3831 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported one of the kits we used on a patient had the introducer damaged or split in half. Patient was not injured during the procedure. We had to open another kit to complete the procedure.